Event description:
The customer reported via phone call that she had a bent cannula at least 6 times this year. Customer stated that last time she had a blood glucose of 600 mg/dl and it took all night to get it down. Customer stated that she does not have tough skin where the cannula will bend. Customer's blood glucose was 30 mg/dl at the time of the incident. Customer's current blood glucose was 97 mg/dl. Customer has treated with glucose tablets. Customer has been experiencing low blood glucose for 4 years. Customer was disconnected while filling the tubing. Customer was using short acting insulin. Customer was advised to speak to her health care professional regarding the low blood glucose. Customer mentioned having a blood glucose of 500 mg/dl. Customer had a set change and the pump passed the high pressure test. Customer performed the displacement test and passed. Customer will be sent a sample sure-t to solve the bent cannula issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.